Event description:
It was reported that a patient implanted with an impella cp had hemolyzed labs and red-tinged urine despite repositioning the pump. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation of hemolysis and thrombus has been completed. The impella device was not returned for evaluation. Hemolysis: no product was returned for analysis. Clinical mention hemolyzed labs which continued despite pump repositioning. No patient abnormalities were noted. The data logs show a motor current spike on 6/6 a little after midnight before hemolyzed labs were reported later in the morning. There was a motor current spike with speed deviation characteristic of an ingestion event. The root cause of the hemolysis was most likely biomaterial as evidenced by the ingestion pattern observed. The failure mode thrombus was added as a finding during the investigation. Thrombus: the root cause of thrombus was unable to be determined due to insufficient clinical details.